Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered an unnecessary bolus and blood glucose (bg) lowered to 41 mg/dl. Contact confirmed bolus was delivered due to customer error. Customer consumed carbohydrates to address bg.